Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, ¿check therapy pad¿ messages) was confirmed due to contamination found on the distribution node (dn) pca board and the ECG cable connector. The belt did not pass falloff testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and arrhythmia alarms.